Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing loss of therapy. Diagnostics indicated that the impedances were normal .troubleshooting was unable to solve the issue. Patient underwent surgical intervention wherein the lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post operatively effective therapy was restored.